Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air bubbles and a suspected leak. Physican advanced faradrive sheath into left atrium of the patient's heart. Pulled back with a syringe to the side port and received bubbles with a catheter inside. He then pulled the catheter out and pulled back air from the sheath again in the syringe. Suggesting a leak in the valve at the proximal part of the device. Device was replaced and the procedure was completed without patient complications. The sheath was disposed.